Manufacturer narrative:
H.6. Investigation summary: no samples or photos were provided for this incident. DHR review; lot 7349910; was built and packaged on afa line 10, from december 18, 2017 thru december 23, 2017. All required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. In process samples were performed on various stages throughout the process, all the inspections passed per specifications. Investigation conclusion: indeterminate: although the sap (qn) review revealed a potential ip qn initiated during this build, there were no units (samples) or photos provided for observation and/or testing of this incident therefore the defect was not identified or confirmed and a root cause was not established. Without the samples(s) for evaluation and testing there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with leakage. There was no report of injury or medical intervention.